Event description:
It was reported that during an unknown procedure, the four sleeves were leaking. This caused a delay but no harm was done to the patient. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). The analysis results found that the a device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that devices (b and c) were returned for analysis. Upon evaluation of each device, the duckbills was found to be slightly open at the slit. A leak test was performed and each device was noted to leak without  the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. Each device did not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Devices b and c additional information: batch # unk; expiration date: unk; manufacturing date: unk. The analysis results found that the device (d) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device d additional information: batch # unk; expiration date: unk; manufacturing date: unk.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.